Manufacturer narrative:
Retainer ring = clear. Customer returned pump for alleged cosmetic damage located a crack on the back side of the pump found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump not received with original battery cap. Battery cap damaged unknown. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, label damage(serial number label fading) and cracked retainer. Cosmetic damage was confirmed battery tube threads - cracked. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the back side of the pump. No harm requiring medical intervention was reported.troubleshooting was successfully performed; however, the customer will discontinue use of device.